Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via femoral artery. The target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 2.50x28mm promus element plus drug-eluting stent was advanced and deployed to treat the lesion. However, during post dilatation, the physician observed a proximal edge dissection in the proximal part of the stent. The physician deployed a 2.5x 20 promus element plus drug-eluting stent to cover the dissection and completed the procedure. No further complications were reported and the patient's status was stable.